Manufacturer narrative:
Medtronic evaluated the device and observed that the service indicator illuminated and would not go out and also observed no discrepancies with the monitor display. Medtronic replaced the system/memory pcba's and then observed proper operation through functional and performance testing. The device was returned to the customer for use.

Event description:
According to the report, while monitoring a patient with the device, the ECG trace disappeared from the monitor display, the service led illuminated, the display blanked, and the device powered off by itself. The reporter stated that, when the device was powered back on, the monitor display was all yellow. A backup device was called for and no adverse effects to the patient were reported as a result of the device use.